Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was confirmed. The ratchet would come loose when impacted on the impaction plate as intended. The weld adjoining the offset cup impactor (oci) body and ratchet housing was fractured more than half way around and there were several deformities observed on the ratchet housing, as well as in the surrounding area of the ratchet assembly, which are inconsistent with intended use. There were many signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the weld adjoining the metal handle and the oci body was fractured all around and the handle loose. This is likely also contributing to the ratchet functional failure upon impaction; there were gouges inconsistent with intended use observed throughout the oci body, particularly near the removable nose, minimally on the blue knob and on the metal handle; the returned complaint sample was etched per applicable drawings. Review of production records did not reveal any discrepancies. The event is attributed to wear and unintended use. No further investigation is required. Event notification was received 11-nov-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 27-nov-2019 which contained a fracture and met the viant reporting requirements. Reported by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that when screwing the implant shell onto offset impactor handle. The locking button on the handle would not stay in the locked position. When the surgeon impacted the shell the mechanism came loose. The offset handle came out as one piece. No adverse events nor patient consequence were reported as a result of the malfunction.